Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 411 (mg/dl). Customer delivered injections to treat bg levels. System check with tandem technical support indicated the pump was performing as intended. Recommendation was made to discuss diabetes management with health care provider.